Event description:
It was reported that the pressure transducer test failed during system check out. There was no patient involvement. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation has been finished. According to the information provided by the technician, the issue was solved by replacing inspiratory pressure transducer printed circuit board (pcb). Evaluation of the received device logs confirmed the reported pressure transducer test failure and the logs indicate that it was the fresh gas, reflector and inspiratory pressure transducer pcbs that were faulty. No further issues have been reported with this device. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. The root cause to the reported issue has not been determined. The device failed to meet its specifications.